Manufacturer narrative:
Actual date of event is unknown but event happened in year 2013. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine definitive cause of event.

Event description:
It was reported that patient underwent a posterior lumbar fusion. Post-op patient complained of back pain for which patient underwent a MRI which showed a broken screw.